Manufacturer narrative:
The event date entered is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had the entire implanted system removed so he could have MRI head scans due to subdural hematoma and a diagnosis of parkinson's disease, which were unrelated to the implant. Since the implant was removed, he had a worsening of his original symptoms of urinary retention, including retaining 1000 milliliters and having to self-catheterize four to five times a day. He planned to follow up with his healthcare provider to address his symptoms and was considering getting the implant again. It was noted that the patient had a pinch in his sacral nerve and a bulging disc in the area prior to implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.